Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "system message" (device displays error message). A customer reported receiving a system message. The footswitch was replaced with another one to start the case on time. The event occurred before surgery. A pt was prepped, but there was no delay in the case. No pt involvement was reported.

Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. Quality assurance will monitor related complaints and will take action for further occurrence as necessary. (B)(4).